Event description:
Baxter received a report from a baxter technician stating the CPR function was inoperative. Baxter received a report from a baxter technician stating the CPR function was inoperative.

Manufacturer narrative:
The baxter technician found the CPR valve needed to be replaced. Per the baxter service manual the totalcare bariatric bed and totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Test the CPR release for correct operation and reset of the head cylinder. As no serial number was provided for this bed, a search of the baxter maintenance records for any baxter perform preventative maintenance on this bed was unable to be completed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the CPR valve to resolve the reported event. Based on this information, no further action is required.